Event description:
It was reported that an unspecified bd syringe had difficult plunger movement during use. The following was reported by the initial reporter: it was reported the needle seems to not allow the fluid to go into the body, the 'plunging motion doesn't work some-times' the nurses have been telling us. Verbatim: the issue that we are having has to do with the safety glide needle not the syringe. The nurses are changing the safety glide needle for a new safety glide needle and it works. They are still using same syringe. Some nurses have come across a problem with some select needles in the bd safteglide 25g x 1, lot# reex3739 boxes. When administering the vaccines, the needle seems to not allow the fluid to go into the body, the 'plunging motion doesn't work some-times' the nurses have been telling us. We were wondering what you could do to help us solve this problem, may you have heard of this issue with other clinics or clients in your travels. Thank you for your help and look forward to hearing back, have a great easter sunday."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd syringe had difficult plunger movement during use. The following was reported by the initial reporter: " it was reported the needle seems to not allow the fluid to go into the body, the 'plunging motion doesn't work some-times' the nurses have been telling us. Verbatim: the issue that we are having has to do with the safety glide needle not the syringe. The nurses are changing the safety glide needle for a new safety glide needle and it works. They are still using same syringe. Some nurses have come across a problem with some select needles in the bd safteglide 25g x 1, lot# reex3739 boxes. When administering the vaccines, the needle seems to not allow the fluid to go into the body, the 'plunging motion doesn't work some-times' the nurses have been telling us. We were wondering what you could do to help us solve this problem, may you have heard of this issue with other clinics or clients in your travels. Thank you for your help and look forward to hearing back, have a great easter sunday."